Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08725 inches. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test or test for motor error alarm due to prime anomaly. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 500 mg/dl- 600 mg/dl. The customer reported that they treated high blood glucose level with insulin to get the blood glucose level down. They did not mention any symptom related to high blood glucose level. They also reported that since the motor error his blood glucose had been high. The customer stated that the drive support cap appeared to be normal. The insulin pump will be returned for analysis.